Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy procedure performed on (B) (6) 2009 (patient's gender, age, and weight are unknown). According to the complainant, during the procedure, the clip prematurely deployed but remained attached to the catheter, but the clip would not open or close. The device and scope were removed from the patient. The physician re-scoped the patient and completed the procedure with another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corp that a resolution clip device was used during an esophagogastroduodenoscopy procedure performed in 2009. According to the complainant, during the procedure, the clip prematurely deployed but remained attached to the catheter, but the clip would not open or close. The device and scope were removed from the pt. The physician re-scoped the pt and completed the procedure with another resolution clip device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
Upon investigation, it was noted that the clip assembly was fully deployed and not returned with the device. A kink was in the control wire near the handle. The control wire was separated per design.as evident by the kink in the control wire, the end-user may have exceeded the design limits of the device.the most probable root cause classification of operational context has been assigned.(B) (4).

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure.